Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: be 6x56 (biotronik), 8x59 v12 covered stent (x2). Sheath: 7f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat the iliac due to very bad arteries. Two 8x59mm non-abbott covered stents were implanted. Then a 6x5 mm non-abbott stent was deployed in the right external iliac artery. An attempt was made to advance a 6x40mm absolute pro stent to extend the stent length; however, it could not cross the 6x56mm non-abbott stent and seemed to bump against the implanted stent. The absolute pro was removed from the anatomy and 3x40mm and 4x20mm balloons were used to post-dilate the end of the 6x56mm non-abbott stent. The absolute pro was re-inserted, but still could not cross the implanted stent. Upon withdrawal of the absolute pro, the device remained stuck in the distal portion of the 6x56mm non-abbott stent. The distal part of the absolute pro was towards the groin and the stent had partially deployed, and the nosecone was stuck in the distal end of the implanted stent. The absolute pro was still locked; however, because of the partial deployment, the decision was made to fully deploy the stent proximal to the lesion. When the delivery system was pulled, it went through the struts at the top of the absolute pro causing a concentric dent and was stuck. However, by pushing the 7fr sheath into the absolute pro stent the nosecone was released into the sheath, but the 6 x 56 mm non-abbott stent got severely damaged. The non-abbott stent could not reform and was totally crushed and left as is in the patient. Hemostasis was performed for 30 minutes. Hospital stay was prolonged for one extra night to check pulsations in the groin and toe. Medication ascal and plavix for 6 months. There was no adverse patient sequela. There was no clinically significant delay due to the absolute pro. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulties were able to be confirmed as the stent had already been deployed from the system and were based on circumstances of the procedure. The tip/nosecone was separated and not returned, but it was confirmed by the account that it was definitely removed from the patient along with delivery system. Based on a visual, dimensional, and functional inspection, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the reported difficulties appear to be due to case circumstances. A cine of the event was received and reviewed by an abbott clinical specialist which concluded that based on the narrative received, and the procedural steps used, up to and including the balloon dilatation of the 6 x 56 mm non-abbott stent, was appropriate. While not noted in either the narrative or documented on imaging, it is possible that the balloon dilatation of the 6 x 56 mm non-abbott stent caused deformation of the distal struts which the reinserted absolute stent engaged. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.